Manufacturer narrative:
Customer reported that the right front wheel of the rollator detached causing her to fall and hit her head requiring hospitalization. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Customer reported that the right front wheel of the rollator detached causing her to fall and hit her head requiring hospitalization.